Manufacturer narrative:
As gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: plc181200/(B)(6) plc271400/(B)(6), UDI: (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6)2025, this patient underwent endovascular treatment for an abdominal aortic aneurysm (aaa) and was implanted with gore® excluder® conformable aaa endoprostheses. Pre-procedure computed tomography angiography (cta) performed on (B)(6) 2024 determined the maximum diameter of the abdominal aorta measured 68.5mm, with a maximum proximal landing zone diameter of 21mm. The patient tolerated the procedure with good technical success and was discharged to (home- self-care) on (B)(6) 2025. On (B)(6) 2025, the patient underwent follow-up computed tomography angiography (cta). Review by gore imaging services (gis) reports device compression/infolding of a gore® excluder® aaa contralateral leg endoprosthesis device (plc181400/(B)(6) or plc181200/(B)(6)) and an indeterminate endoleak (cxt251412/(B)(6)) from an unknown source. Review of the cta by the site reports no endoleak and the maximum diameter of the abdominal aorta measures 62mm. The site additionally reports all devices are reported to be patent, with no device integrity issues. There are no scheduled procedures planned for the patient at this time; the event is ongoing.

Manufacturer narrative:
Additional investigation determined no product problem or deficiency caused or contributed to an adverse event/incident for the patient; the initial medwatch and any supplemental report submitted under manufacturer report number 3013164176-2025-02691 was submitted in error and is hereby retracted.